Event description:
Novasure device would not pass cavity assessment following all trouble shooting attempts. A second device was opened and passed the cavity assessment on the first attempt. Date of use: (B)(6) 2013. Reason for use: dysfunctional uterine bleeding.